Manufacturer narrative:
Product event summary: analysis found that there was some damage to the analyzer connector. It was not found that any lead pins were damaged during testing. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the analyzer's connector was damaged, it would break the lead pins. The analyzer was returned for repair. No patient complications have been reported as a result of this event.